Event description:
Complaint alleged that the brakes were not holding. No injury reported.

Manufacturer narrative:
Technician adjusted the brakes to resolve this issue. The breaks on stretcher were not holding, they locked into place, adjusted the breaks. Afterwards they were working properly. There was no injury reported.